Manufacturer narrative:
The lot was manufactured june 15, 2016 ¿ june 16, 2016. The device was received for evaluation with no fluid in the reservoir. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication when the patient connected to a half day infusor. The device was filled with 2400 mg of desferal and 32 ml of 0.9% sodium chloride. The line was primed. There was no patient injury or medical intervention associated with this event. No additional information is available.